Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the poor image quality occurred due to the missing charged coupled device lens. However, a definitive root cause of the missing charged coupled device lens, poor quality image, and damaged connector could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited poor image quality, the charged couple device lens was missing, and the connector was damaged. There was no patient involvement.